Event description:
It was reported that during use blockage of needle occurred and was unable to deliver insulin with a bd insulin syringe with bd ultra-fine¿ needle. The following information was provided by the initial reporter: (2 of 2 complaints) consumer stated that needle was blocked and would draw insulin.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/8/2020. H.6. Investigation: customer returned three (3) 31gx8mm, 0.3ml bd insulin syringes from an open polybag from lot 9161986. Consumer reported that needle was blocked and would draw insulin. All three returned syringes were examined, then tested for flow: two out of the three returned syringes were able to draw and expel properly. A wire test was performed on the one syringe that could not draw properly: the wire was able to pass through the length of the cannula; no evidence of a cleared blockage or residue was observed after performing the wire test. This syringe was tested for flow after performing the wire test: the syringe was able to draw and expel properly. A clog within the syringe cannula would have resulted in the syringe not being able to draw properly (as reported), however, the cause for the clogged cannula could not be determined because no evidence of the material blocking the cannula was observed. A review of the device history record was completed for batch# 9161986. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted for insufficient lube. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (clog) - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (needle point integrity - no hole) the root cause for this issue (clogged cannula) could not be determined because no evidence of a cleared blockage or residue was observed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use blockage of needle occurred and was unable to deliver insulin with a bd insulin syringe with bd ultra-fine¿ needle. The following information was provided by the initial reporter: (2 of 2 complaints) consumer stated that needle was blocked and would draw insulin.